Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Provided photo shows an implanted iol. There appears to be cloudiness or light reflections over or on the iol. The reported complaint cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported with a description, intraocular lens (iol) had a coating and was cloudy. Additional information was received and stated, the lens remains in the patient eye. The coating was partially detected before the iol was implanted and the problem still exists 24 hours postoperative. Additional information was received and stated, iol was not explanted. The iol coating was seen prior implantation. It was checked under the microscope and not used further. There are four medical device reports associated with this report. This is 2 of 4.